Manufacturer narrative:
Citation: schymik, s. Md et al. Transcatheter aortic valve implantation in patients with a reduced left ventricular ejection fraction: a single centre experience in 2000 patients (tavik registry). Clin res cardiol (2017) dec;106(12):1018-1025 doi 10.1007/s00392-017-1151-9 earliest date of e-publish/publish used for event date . No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding outcomes after the a transcatheter aortic valve replacement in patients with reduced left ventricle ejection fraction. All data were collected from single centers registry between 2008 and 2015. The study population included 2000 patients, 360 of which were implanted with a corevalve. Serial numbers were not provided. Among all patients adverse events included: myocardial infarction (mi), cerebral vascular accident (cva), vascular complications, bleeding, and permanent pacemaker implant. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.